Manufacturer narrative:
A ge oec service rep investigated the issue and found that the monitor/touchscreen had been cleaned with a chemical that appeared to have infiltrated the touchscreen assembly and damaging it. The touchscreen assembly and monitor were removed and replaced to restore functionality. The system was tested and found to be functioning as intended. The system was released to the customer for use. The facility was unable to, or would not provide any pt information with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy system had persistent touchscreen failures.